Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that during an infusion the tubing was leaking from the 1.2 micron filter holes and dripping on the floor. There was no patient harm.